Manufacturer narrative:
The unit had a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing reservoir tube o-ring, a cracked case at the reservoir tube window corner, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that a piece of the reservoir compartment has broken off and the reservoirs will not safely stay inside. The customer's blood glucose level was 121 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.